Manufacturer narrative:
This report is being filed on an international product, list number 4j27, that has a similar product distributed in the us, list 2p36. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account generated a (B)(6) on a patient. The patient's clinical side was suspect of (B)(6). No (B)(6) confirmatory testing was provided. Additional patient testing showed (B)(6). No additional patient information is available. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Review of the product labeling concluded that the issue is sufficiently addressed. Based on this data, the product is performing as intended and no product issues were identified. During the evaluation , the customer withdrew the suspicion of a (B)(6) infection, therefore no potential (B)(6) result was obtained with the architect (B)(6) assay.